Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the bilateral upper abdomen using the cooladvantage coolcore contour applicator and to the bilateral lower abdomen using the cooladvantage coolcore contour applicator. The patient developed paradoxical hyperplasia (pah/ph) 1 year after treatment. The patient was diagnosed with pah in the upper abdomen and lower abdomen on (B)(6) 2018. The pah was described as a visible enlargement in specific areas where the applicators were placed. The tissue was not lumpy.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the bilateral upper abdomen using the cooladvantage coolcore contour applicator and to the bilateral lower abdomen using the cooladvantage coolcore contour applicator. The patient developed paradoxical hyperplasia (pah/ph) 1 year after treatment. The patient was diagnosed with pah in the upper abdomen and lower abdomen on (B)(6) 2018. The pah was described as a visible enlargement in specific areas where the applicators were placed. The tissue was not lumpy.